Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl scr-v sbm 3.7mm 3.5m m 13mm (svb13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris presented on the outside threads of the implant. Pre-existing patient condition noted on the per was type I (high) bone density. Tooth location is 46 (fdi) and was placed for approximately 3 years and 9 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 63325683. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63325683) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (svb13) and event (implant fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported the implant fractured and was removed. Patient felt discomfort.